Event description:
Customer reported via email "unit of blood was spiked and within the first 2-3 minutes of hanging it was noted that blood was getting on all surroundings. It was coming from where it was spiked. I reinforced the spike up into the bag. It did not look like any holes were made and then spike fell out of bag causing blood to spill onto the floor. Bag was again attempted to be respiked to prevent blood from spilling everywhere and the spike would not stay in so everything was discarded. I called the blood bank and within a timely manner got a new unit." There was no report of patient or user harm and no medical intervention was reported.

Manufacturer narrative:
(B)(4). The customer stated that the set was discarded. The customer's report of set leaked from where the blood bag was spiked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.